Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A medical doctor reported the laser lost tracking through halfway treatment in the left eye during laser ablation. The physician was unable to complete the lasik surgery on the left eye. Topical steroids were increased by the physician. Post surgery, patient reported that corneal abrasion occurred during procedure in the left eye and bandage contact lens (bcl) was placed on left eye with no pain. Additional information received stating that the patient was looked away and pupil lost dilation. They were unable to get tracker to work. After a few moments surgeon was able to get tracker to work and completed procedure.